Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm without low battery warning. The blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment. The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing.